Event description:
It was reported that this right atrial (ra) lead was suspected to have the beginning of insulation damage. This ra lead remains in-service at this time. No adverse patient effects were reported.